Event description:
Following implant, the pt returned months later with a pump infection, which required removal of the pump. The pt had a postoperative stitch abscess and wound infection at the pump site. The pt was prescribed postop oral antibiotics. The pt then developed symptoms which included redness over his wound, purulent discharge, tenderness, fever, chills, and wound dehiscence. The pt was given more oral antibiotics (keflex) on (B) (6) 2010. The pump was removed and the pt was started on antibiotics. The catheter was left in place. After a week of antibiotics, the pt was taken back to surgery for replacement of the pump on the contralateral side and removal of the old catheter that had been left in place following the pump removal. For outcome see MFR's report #3004209178201003570.

Manufacturer narrative:
(B) (4).